Manufacturer narrative:
The immucor laboratory tested retention product on 04aug2017 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on 04aug2017, which yielded weak equivocal outcomes, but those testing outcomes were not negative.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.